Manufacturer narrative:
Medwatch sent to FDA on 5/26/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿the filler was getting hard and really inflamed" and felt like "hard industrial-like silicone" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." "Precautions: the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies" "adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." "Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that approximately 20 months after injection in the cheeks, nasolabial folds, and left jawline with 1 syringe of juvederm voluma xc, the patient complained of "the filler was getting hard and really inflamed." The symptoms occurred at all injection sites. The treating healthcare professional reported the event was a "sterile reaction." The treating healthcare professional further elaborated that the symptoms felt like "hard industrial-like silicone." The patient was put on a medrol dosepak and doxycycline. The patient also received hylenex on 2 occasions. The treating healthcare provider stated there is a 50% reduction in the patient's symptoms. The patient was injected with 1 syringe of juvederm voluma xc in the cheeks and nasolabial folds 6 months before the reported injection and 1 syringe of juvederm voluma xc in the left jawline and nasolabial folds 3 months before the reported injection. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 8/10/2016. Additional information: describe event or problem.

Event description:
Further follow up revealed that the symptoms resolved approximately 6 weeks after symptom presentation.

Manufacturer narrative:
Medwatch sent to FDA on 7/5/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately 20 months after injection in the cheeks, nasolabial folds, and left jawline with 1 syringe of juvéderm voluma xc, the patient complained of ¿the filler was getting hard and really inflamed.¿ the symptoms occurred at all injection sites. The treating healthcare professional reported the event was a ¿sterile reaction.¿ the treating healthcare professional further elaborated that the symptoms felt like "hard industrial-like silicone." The patient was put on a medrol dosepak and doxycycline. The patient also received hylenex on 2 occasions. The treating healthcare provider stated there is a 50% reduction in the patient¿s symptoms. The patient was injected with 1 syringe of juvéderm voluma xc in the cheeks and nasolabial folds 6 months before the reported injection and 1 syringe of juvéderm voluma xc in the left jawline and nasolabial folds 3 months before the reported injection. Symptoms are ongoing.